Event description:
During a diagnostic laparoscopic procedure, the knife blade did not retract after insertion. The hosp has reported that no pt injury occurred. The surgeon completed the procedure with the sleeve.